Event description:
During the case, the surgeon used the covidien endo ta stapler to staple across the renal artery for removal of the left kidney. After the stapler was fired, the attending surgeon noticed that the stapler had not fired all of the staples, causing there to be unexpected bleeding. Another staple load was fired, and again not all of the staples were release from the staple load. The first staple load left 3 staples, and the second and third loads left 1 each. Patient with additional blood loss - no transfusion needed. Endo ta stapler, ref # 010901, lot #p5b0099x, staple loads, ref # 010911l, lot # p4e0300x".